Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. The site of insertion was abdomen, and the infusion set was in use for less than forty eight hours. Due to the event, patient¿s blood glucose level was 300 mg/dl and was treated with insulin via pump.